Event description:
A distributor reported on behalf of the customer that water flowed from the water channel of their evis lucera elite colonovideoscope even if water was not being sent. Upon inspection and testing of the returned unit, foreign material was found lodged in the nozzle of the device. There were no reports of patient or user harm associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During the evaluation, foreign material was discovered in the device nozzle. The customer's originally reported issue of unexpected water flow was not confirmed. The following additional findings were also noted: assorted scratches, blemishes, chips, wear of the angle wire causing knob play and angulation to be out of specification, air and water supply and removal do not meet the standard value due to the nozzle clog, discolored components, and loss of water tightness due to a pinhole a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. Therefore, a definitive root cause could not be confirmed. This issue is addressed in the instructions for use (IFU) in ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope] 8. Inspect the air/water nozzle at the distal end of the endoscope for any irregularities such as abnormal swelling, bulges, and dents. [Inspection of the objective lens cleaning function] ¿inspection of water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor the field performance of this device.